Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿previously placed mesh was identified and noted to have pulled away from the hernia defect. Adhesions were encountered and carefully lysed¿. It was reported that the patient experienced severe pain, adhesions, scarring, nausea and diarrhea. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 9/9/2020. Corrected information: g1: manufacturing site name.